Event description:
(B)(4). I'm 17 days post op surgery and went back to doctor for check-up, in this time my hair is not falling out as bad when showering. It has went from hand full to 4-5 hairs in shower. The sharp pinching sensation in lower abdominal area right side gone. My nails are starting to grow and have a healthy pink color for the first time in years. The brain fog seems to be clearing and renewed energy is starting to flow through me. The metallic taste in mouth is disappearing. I know I have a long ways to go but I also know that I'm no longer a victim of the essure device but a survivor. In 2004, when I was implanted with essure, I did not sign up for future health problems or a hysterectomy.

Event description:
(B)(4). One month after the essure implant I started experiencing sharp pinching pain in lower abdominal area and heavy periods. This continue for years plus chronic back pain and groin area. Hair loss. Excessive bleeding all month. Several years ago the bleeding got worse and fibroids developed. Lots of hair loss, brittle nails. Extreme pain on (B)(6) 2016 I underwent surgery. Hysterectomy with removal of essure.